Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon deflation issues occurred. The target lesion was located in a shunt in a vessel. A 5.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilatation. However, it was noted that deflation was slower than usual. The procedure was completed with another sterling¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The balloon was loosely folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. Functional testing using an inflation device was used to inflate the balloon to the rated burst pressure. The balloon was then deflated under 42 seconds which is within specification. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon deflation issues occurred. The target lesion was located in a shunt in a vessel. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. However, it was noted that deflation was slower than usual. The procedure was completed with another sterling balloon catheter. No patient complications were reported and the patient's status was good.